Manufacturer narrative:
The field service representative changed the syringe seals, measuring cell and pipes, and replaced the pinch valve tubing. He adjusted the voltage, eliminated system wastes, performed blank cell calibration and system volume checks. The tubing that connects the sample and reagent pipette was out of the guide and the customer did not perform preventive maintenance within the recommended timeframe. The preventive maintenance was last preformed in (B)(6) 2020. The customer also did not use rack adapters for 13mm tubes. The cobas e411 operatorâ¿¿s manual indicates that the correct use of standard tube rack adapters (sdtas) is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes.

Manufacturer narrative:
This event occurred in (B)(6). The customer stated that calibration passed with acceptable results. The customer stated that the last qc results were within range. The field service representative found an liquid level detection problem. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 0.123 miu/ml (taken from the primary tube). The repeated result from the primary tube did not product a numeric result, only an error code. The repeated results were >10000 miu/ml and 44402 miu/ml (taken from a hitachi cup). The reagent lot number is 45406000 with an expiration date of 31-may-2021. The results were not reported outside of the laboratory.